Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that low battery alerts occurred and the pump shut off due to the battery running out of power. Blood glucose was 500 mg/dl. Customer was taken to the hospital and was admitted. Intravenous insulin was administered. Elevated blood glucose (bg) was resolved with no permanent injury. Customer was discharged 2 days later. Tandem technical support advised the customer, per the user guide, charge the pump battery daily for 15 minutes to keep it charged.